Event description:
It was reported the device was not performing daily lead impedance measurements or sensing tests. There were no adverse consequences to the patient and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.